Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation the following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. . A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported severe/persistent stomach pain and filter pushing against intestines are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated. Vena cava (vc) perforation, embedded hook, severe/persistent stomach pain and filter pushing against intestines. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to deep vein thrombosis (dvt), pulmonary embolism (pe), and right kidney bleed. Patient is alleging vena cava perforation and embedded hook in right lateral caval wall. The patient further alleges "the filter was pushing against my intestines and I was having severe stomach pain. I still have persistent stomach pain because of the filter." Per report from CT (computed tomography): "an ivc filter is present. The legs of the ivc filter extend beyond the margins of the ivc compatible with a [caval] wall perforation. One of the legs anteriorly and contacts inferior aspect of the third portion of the duodenum there appears to be a small collection of fluid density adjacent to this strut measuring approximately l.2 cm transverse by 1 .0 cm craniocaudal by 0 .9 cm ap." Per retrieval report (successful): "all for legs penetrated the caval wall. The hook also appear to be partially incorporated into the [wall] as well." "The right internal jugular vein was found to be patent." "Snare was passed through this sheath . However multiple passes with the snare would not engage the hook. This is thought to be due to endothelialization." "A trident snare was used to snare a guidewire after it was passed through the filter . However this would not engage the filter enough to remove the hook from t he wall." "With both ends of the wire outside the patient the filter was released from the wall and centered within the sheath. Once t he hook of the sheath of t he filter was in the sheath the sheath was advanced caudally and all 4 legs of the filter were captured in the sheath and the filter removed from the patient."

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. 510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.